Manufacturer narrative:
There is no report of a device malfunction or failure. The root cause of the complaint event is not related to the design or function of the device. It is not known why the patient struck the hfa3.

Event description:
The health care professional (hcp) reported that prior to an exam, while sitting down, an elderly handicapped patient hit the humphrey field analyzer (area above the headrest) and suffered a laceration. The patient was on blood thinning medication and as a result, the wound bled heavily. Medical intervention (of an unknown nature) was reported to be required.

Manufacturer narrative:
On april 22, 2018, the manufacturer received further communication from the health care professional (hcp). According to the hcp a "plaster" or an adhesive bandage was applied to the patient's wound as an after treatment.